Event description:
Non-dynamic jaw position was found to be intermittently failing. Due to the intermittent nature of the issue, full recommended vendor and aapm quality assurance checks failed to find the error for 5 treatment days (over a period of 7 treatment days). The failure was first identified with patient specific imrt qa for a 1cm jaw plan. The flex pivots for the jaws failed and cracked and led the jaws to move to positions other than planned sporadically prior to each treatment delivery. The jaw actuators have interlocks (which give the instructions to move the jaw) but the mechanism that makes the jaws (the flex pivot) does not. Analysis has shown that difference was approximately 1mm. This had clinical impact on treatment plans using the 1cm jaw (7-10 percent of dose). For 2.5cm jaw plans the difference was approximately 4 percent and for 5cm jaw plans the difference was approximately 2 percent. As dose was calibrated with the jaws in the correct position, this meant underdose to the treatment plans, however this could have led to overdose instead if the dose had been calibrated during a jaw intermittent failure. Five patients (1cm treatment plans) were affected and underdosed, each for 3-4 fractions.